Manufacturer narrative:
Product was requested to be returned for eval, but has not been received. The product status is unk. A supplemental MDR will be provided if the product is returned and upon completion of the eval. Note: posey instructions for use warnings and cautions: magnet and sensor modes cannot be used at the same time. A connected sensor will always override the magnet. If you are using a sensor cord for monitoring with the alarm, always remove the magnet and store it in a safe place while the sensor is being used. If you are monitoring with the sensor feature and the magnet is attached, the alarm will not activate as a failsafe if the sensor cord is removed. (B)(4).

Event description:
Customer reported that the alarm has power, but does not sound when the pull cord magnet is detached from the alarm. There was no visible damage reported. There was no pt incident or injury reported.